Manufacturer narrative:
User facility report is attached. Report number is mw5084622. During an unknown procedure, the tip of the sv .018 peripheral steerable guidewire broke off into the right anterior tibial artery. The medical doctor attempted retrieval but was unsuccessful. The patient tolerated the procedure and was discharged on post-operative day four. No additional information was reported. The device was not returned for analysis. A product history record (phr) review of lot 35236075 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The reported ¿distal tip fractured-separated - in patient¿ could not be confirmed the as the device was not returned for analysis and procedural films were not received. The exact cause of the fracture/separation conditions reported could not be conclusively determined. Based on the limited information available for review, vessel characteristics (while unknown) as well as procedural and handling factors may have contributed to the reported event. According to the warnings in the instructions for use (IFU), which is not intended as a mitigation, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for coil separation, bends, or kinks. Do not use a guidewire that shows signs of damage. Never push, auger, withdraw, or torque a guidewire that meets resistance. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. If any resistance is felt, i.e., due to vessel spasm, bent guidewire, or guidewire entrapment, while manipulating or removing the guidewire in the blood vessel: stop the procedure. Do not move or torque the guidewire. Using fluoroscopy, first determine the cause of the resistance, then take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged. This may cause blood vessel injury or result in fragments being left inside the vessel. Loss of torque control may be due to core wire fracture. Under fluoroscopic guidance, advance the balloon catheter to the distal end of the guidewire and remove the balloon catheter/guidewire system as a unit.¿ neither the phr review nor event description suggests that the reported event could be related to the manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
As reported, the tip of the sv .018 peripheral steerable guidewire broke off into the right anterior tibial artery during the procedure. The medical doctor (md) attempted retrieval but was unsuccessful. The patient tolerated the procedure and was discharged on post-operative day four.